Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 600 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include pressure on the chest and dehydration. The patient was treated with insulin and intravenous fluids. The pod was removed from the patient's arm and discarded.